Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient indicated tha t their stimulator was not working so they were transferred to patient services. The patient told patient services that they fell asleep with their recharger on and the ins battery died. Patient services reviewed overdischarge potential as the patient is not getting connection with their programmer or recharger. The patient noted that the manufacture representative (rep) has came to their house in the past and got upset about the process. The event was noted to begin 1.5 weeks ago. The patient ended the call before further information could be obtained. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.